Event description:
It was reported that in the renal unit, the arterial pigtail of the next step catheter in the pt's right subclavian vein was found leaking and drawing air five months after it was inserted. As a result, a repair kit was used replacing the hub assembly, and dialysis was continued without further incidence. The catheter was inserted in (B)(6) 2011 and there were no problems prior to the hub cracking. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.